Event description:
It was reported that five sets were found to be missing the slider on the flow stop. This can result in a freeflow condition. The sets were found prior to being put on patients.

Manufacturer narrative:
The set was rec'd and visually examined. The set was found to be missing the slide clamp on the lower fitment of the pump chamber assembly. The lot history file was reviewed and this lot was found to have been hand assembled. This assembly is currently being built utilizing a pumping chamber machine that has sensors to detect missing components. This should reduce the possibility of missing components and prevent the recurrence of this issue.